Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported two tampons fell apart during use and tampon pieces came out onto toilet paper while wiping. She stated she was feeling fine and was confident no tampon pieces remained inside.